Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose of at least 250 mg/dl. The customer was treated with shots and emergency room. Customer stated that they had heart attack last (B)(6) 2018. Customer stated that the insulin pump had blank display. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. The customer also stated that the insert battery alarm did not display on the insulin pump screen. Customer was declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.